Event description:
It was reported that the reservoir leaked in the reservoir compartment. The blood glucose reading is 142 mg/dl. The insulin pump did not alarm; customer stopped using the insulin pump when she noticed the leaking reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.